Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, initial reporter information - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.